Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. The device evaluation found a crack on the video connector. A definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "inspection of camera head". Check the camera head for the following abnormalities. ·there are no cracks, burrs, etc. On the exterior of the camera head body. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation there was a crack on the video connector. There were no reports of patient harm.